Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited high thresholds when the patient is laying flat. The ipg was reprogrammed and later inactivated and replaced. No patient complications have been reported as a result of this event.